Event description:
The pt reported the lead was explanted due to a j retention wire fracture with protrusion through the outer polyurethane insulation. This has not been confirmed by medical professional at this time.